Event description:
It was reported that the syringe was cracked, and blood was leaking out. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received for investigation one used and decontaminated 3ml pro-vent syringe, loose within a bag. No original packaging was present. Also included was a non-ICU IV port connector. Visual inspection with magnification showed a hole near the shoulder. The condition of the sample was such that it was not possible to conduct a leak test. The noted damage would result in leakage occurring. Based on the results of this investigation the complaint was confirmed, although the cause of the damaged shoulder could not be determined. The syringe barrel component is a supplied item. A quality alert has previously been issued to the production floor to heighten awareness of this potential issue. Complaint information will continue to be monitored for any new information and future actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.